Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
User performance has been poor since activation. A post-op otoplan was requested which revealed an abnormal insertion, namely the array was noted to be folded over on itself with channel 5 appearing to be the most apical channel siting about 3500hz. Re-implantation is planned.

Manufacturer narrative:
Conclusions: device investigation did not reveal any device damage or defect, which is expected to have been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. Based on the received information, radiological imaging pointed to a tip fold over, which was likely the cause for the reported issues. In addition, two channels were left extra-cochlear during implantation.

Event description:
User performance has been poor since activation. A post-op otoplan was requested which revealed an abnormal insertion, namely the array was noted to be folded over on itself with channel 5 appearing to be the most apical channel siting about 3500hz. The user has been re-implanted. Upon removal the array was noted to be kinked at the midpoint.